Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 568 mg/dl and was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the ER on the same day with issue resolved. A systems check with tandem technical support verified the pump was functioning as intended.